Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / perforation of the right uterine cornua') and menorrhagia ('menorrhagia') in a 38-year-old female patient who had essure (batch no: 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abdominal pain, premenopause, ovarian cyst, bladder discomfort, dysuria, irregular menstrual cycle, sore throat, yeast infection, vaginal yeast infection and anemia. Concomitant products included fluticasone since 2016, lansoprazole since on (B)(6) 2018, meloxicam since on (B)(6) 2018, nebivolol hydrochloride (bystolic) since on (B)(6) 2018, paracetamol (acetaminophen) since on (B)(6) 2010 and promethazine since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("mental anguish"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). On (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), 4 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery ( novasure ablation / dilation & curettage and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, weight increased, vaginal infection and urinary tract infection outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Lot number: 20214173 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet received. Event" urinary tract infection" was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / perforation of the right uterine cornua') and menorrhagia ('menorrhagia') in a 38-year-old female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abdominal pain, premenopause, ovarian cyst, bladder discomfort, dysuria, irregular menstrual cycle, sore throat, yeast infection, vaginal yeast infection and anemia. Concomitant products included fluticasone since 2016, lansoprazole since (B)(6) 2018, meloxicam since (B)(6) 2018, nebivolol hydrochloride (bystolic) since (B)(6) 2018, paracetamol (acetaminophen) since february 2010 and promethazine since 2016. On (B)(6) 2010, the patient had essure inserted. In march 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("mental anguish"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). On (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), 4 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (ablation / d & c, novasure ablation / dilation & curettage and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, weight increased and vaginal infection outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Lot number: 20214173 manufacturing date: 2009-09 expiration date: 2012-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / perforation of the right uterine cornua') and heavy menstrual bleeding ('menorrhagia') in a 38-year-old female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abdominal pain, premenopause, ovarian cyst, bladder discomfort, dysuria, irregular menstrual cycle, sore throat, yeast infection, vaginal yeast infection and anemia. Concurrent conditions included vulvovaginitis, uterine bleeding and cervicitis. Concomitant products included fluticasone since 2016, lansoprazole since (B)(6) 2018, meloxicam since (B)(6) 2018, nebivolol hydrochloride (bystolic) since (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2010 and promethazine since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression/psych injury"), anxiety ("mental anguish"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). On (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), 4 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), anaemia ("anemia"), genital haemorrhage ("gen.abnormal bleeding"), vulvovaginal candidiasis ("candida vaginosis"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (ablation / d & c, novasure ablation / dilation & curettage and total hysterectomy (uterus and cervix removed),bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, urinary tract disorder, anaemia, genital haemorrhage, vulvovaginal candidiasis, bacterial vaginosis and vaginal discharge had resolved and the depression, anxiety, bladder disorder, migraine, headache, dysmenorrhoea, weight increased, vaginal infection, urinary tract infection and post procedural complication outcome was unknown. The reporter considered anaemia, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: treatment received for anemia, gen.abnormal bleeding, uti, bacterial vaginosis, candida vaginosis, vaginal discharge. Perforation pelvic pain, abdominal pain, menorrhagia, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Lot number: 20214173, manufacturing date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation (uterus)/perforation of the right uterine cornua') and heavy menstrual bleeding ('menorrhagia'). In a 38-year-old female patient who had essure (batch no. 20214173), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: morbid obesity, abdominal pain, premenopause, ovarian cyst, bladder discomfort, dysuria, irregular menstrual cycle, sore throat, yeast infection, vaginal yeast infection and anemia. Concurrent conditions included: vulvovaginitis, uterine bleeding and cervicitis. Concomitant products included: fluticasone since 2016, lansoprazole since (B)(6) 2018, meloxicam since (B)(6) 2018, nebivolol hydrochloride (bystolic) since (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2010 and promethazine since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression/psych injury"), anxiety ("mental anguish"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). And was found to have weight increased ("weight gain/loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), (B)(6) years (B)(6) months after insertion of essure. On (B)(6) 2018, the patient experience uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), anaemia ("anemia"), genital haemorrhage ("gen.abnormal bleeding"), vulvovaginal candidiasis ("candida vaginosis"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (ablation, d & c, novasure ablation, dilation & curettage and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, urinary tract disorder, anaemia, genital haemorrhage, vulvovaginal candidiasis, bacterial vaginosis and vaginal discharge had resolved. And the depression, anxiety, bladder disorder, migraine, headache, dysmenorrhoea, weight increased, vaginal infection, urinary tract infection and post procedural complication outcome was unknown. The reporter considered anaemia, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: treatment received for anemia, gen. Abnormal bleeding, uti, bacterial vaginosis, candida vaginosis, vaginal discharge, perforation pelvic pain, abdominal pain, menorrhagia, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 36.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2010, confirmed that the essure device was successfully occluded. Total bilateral occlusion. Lot number#: 20214173, manufacturing date: 2009-09, expiration date: 2012-09. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / perforation of the right uterine cornua') and menorrhagia ('menorrhagia') in a 38-year-old female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abdominal pain, premenopause, ovarian cyst, bladder discomfort, dysuria, irregular menstrual cycle, sore throat, yeast infection, vaginal yeast infection and anemia. Concomitant products included fluticasone since 2016, lansoprazole since (B)(6) 2018, meloxicam since (B)(6) 2018, nebivolol hydrochloride (bystolic) since (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2010 and promethazine since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression/psych injury"), anxiety ("mental anguish"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). On (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), 4 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), anaemia ("anemia"), genital haemorrhage ("gen.abnormal bleeding"), vulvovaginal candidiasis ("candida vaginosis"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (ablation / d & c, novasure ablation / dilation & curettage and total hysterectomy (uterus and cervix removed),bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, pelvic pain, vaginal haemorrhage, urinary tract disorder, anaemia, genital haemorrhage, vulvovaginal candidiasis, bacterial vaginosis and vaginal discharge had resolved and the depression, anxiety, bladder disorder, migraine, headache, dysmenorrhoea, weight increased, vaginal infection, urinary tract infection and post procedural complication outcome was unknown. The reporter considered anaemia, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: treatment received for anemia, gen.abnormal bleeding, uti, bacterial vaginosis, candida vaginosis, vaginal discharge. Perforation pelvic pain, abdominal pain, menorrhagia, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Lot number: 20214173, manufacturing date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, anemia, gen.abnormal bleeding, uti, bacterial vaginosis, candida vaginosis, vaginal discharge.outcome of previously added events perforation and pelvic pain were updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / perforation of the right uterine cornua') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abdominal pain, premenopause, ovarian cyst, bladder discomfort, dysuria, irregular menstrual cycle, sore throat, yeast infection, vaginal yeast infection and anemia. Concomitant products included fluticasone since 2016, lansoprazole since (B)(6) 2018, meloxicam since (B)(6) 2018, nebivolol hydrochloride (bystolic) since (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2010 and promethazine since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("mental anguish"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). On (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), 4 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (ablation / d & c, novasure ablation / dilation & curettage and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, weight increased and vaginal infection outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and medical record received. Medically confirmed case. Lot number added. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drug were added. Updated suspect drug indication. Events perforation (uterus) / perforation of the right uterine cornua, menorrhagia, vaginal bleeding, depression, mental anguish, bladder disorder, urinary tract disorder, migraines, headaches, dysmenorrhea (cramping), weight gain / loss specify which one: weight gain, vaginal infection added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.